Event description:
The manufacturer received information in relation to a simplygo device with a customer allegation of the device turns off by itself. There was no report of patient harm or injury. There was no report of medical intervention. The device was returned to the third-party service center for evaluation. During the evaluation of the device, the service technician observed that the pca is burned and it won't start anymore, sieves are clogged, inlet filter has to be replaced due to preventive maintenance. The device will be sent to pil for further investigation. Should additional relevant information become available, a supplemental report will be submitted. No corrective and/or preventative action is required at this moment.